Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the device passed all specification testing prior to shipping.

Event description:
Product analysis of an explanted generator was completed on (B)(6) 2012. During analysis an open can measurement of the battery voltage determined that the battery was depleted. No programming history records were found; consequently, a battery life calculation could not be performed. Analysis indicated that during that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications of the current automated post burn-in test. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition. There was insufficient programming history to determine if the eos status was an expected event and so the effect of the out of specification r35 resistor on the output supply current could not be assessed.